Event description:
It was reported that before use on a patient, the sys 98xt intra-aortic balloon pump (iabp) had an electrical test failed code #58. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, e1(event site postal code - 534005), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the sys 98xt unit and was able to reproduce the reported issue. The fse determined that the solenoid driver pcb needed to be replaced. To fix the issue, the fse removed the solenoid driver pcb and drive manifold assembly to clean and fix both parts properly and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.